Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
A report was received alleging that the cuff was found deflating after two hours in use. Replacement was required. No incident related medical sequela was reported.